Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18191. It was reported the patient experienced ineffective therapy. Additionally, the patient was unable to set the system into MRI mode. Diagnostics revealed high impedances on both the leads. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.